Manufacturer narrative:
Device not returned. It was learned from the implant surgeon that he did not know the date or cause of death. The discharge summary was requested but not provided. The device will not be returned for evaluation as it remains implanted, and there is no autopsy on record. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No follow up doctor or hospital contact information was provided for this patient. The patient expired at an unknown location and that information is not available. Therefore, we are unable to investigate further and confirm the cause of death and/or the root cause of this event.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of 75 days (2.53 months) due to unknown reasons.